Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers not detected on the bus. A field service engineer stated that no drawers were detected, disconnected the auxiliary cabinet and no change. Disconnected the main drawers from the communication sled, still no change. However, the med cart rm was detected. Reseated all communication sled data cables and began reconnecting components. After adding one main drawer, it was detected. Fse then added the auxiliary cabinet, which was also detected, followed by the remaining main drawers. All drawers were successfully detected. Rebooted the station and confirmed that no drawers had failed. Diagnostics and the application both verified that all drawers were present on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer not detected on bus. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.